Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg placement procedure on (B)(6) 2009. Per the complainant, the device leaked stomach contents around the port right after the device was placed. It is suspected that the backflow valve may not be working properly. The procedure was completed with another button replacement gastrostomy device. There has been no report of complications or injury to the patient due to this event. Post procedure the patient status is good.